Event description:
Daughter reports event involving diabetic mother in which medics were called for assistance because mother was not responsive. Medics determined mother's blood glucose level as 32 mg/dl by an unknown method, and administered "two shots of glucose to the veins." The monitoring device indicated a glucose value of 177 mg/dl the previous evening.